Event description:
It was reported that a malfunction alarm occurred. Tandem technical support provided pump reset information, customer reported they would do this later and call back if issues persist. Customer¿s blood glucose level was 68 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.